Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 402 mg/dl and then 437 mg/dl. Customer reported that she went to endo and got her bolus wizard changed and the basal, that was about 2 weeks ago. Customer stated that she also is changing her batteries every 2-3 weeks. Customer reported that sometimes she will bolus and then an hour later will still be on the high side. Customer stated that its been about 2 months and that at first she thought it was her but now is doubting it. Customer didn't want to go through troubleshoot for high. The insulin pump will not be returned for analysis.